Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2022 by arthroscopy, sports medicine, and rehabilitation titled "one-year outcomes of the anatomical front and back reconstruction for scapholunate dissociation." The study reviewed nine (9) patients who underwent hand and wrist procedures using arthrex swivelock to treat druj instability. One (1) patient had a wound dehiscence during the three (3) month follow-up period. Ref: haeberle, h. S., et al. (2024). "One-year outcomes of the anatomical front and back reconstruction for scapholunate dissociation." J hand surg am 49(4): 329-336.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.